Manufacturer narrative:
The device was returned for analysis. The reported ¿suture came out of the artery when removing the device¿ could not be replicated in a testing environment as it was based on operational circumstances. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Reportedly, femoral imaging was not performed. It should be noted that the proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. The reported IFU violation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.g4 date was filed incorrectly on the initial medwatch report as 3/11/2020, but should have been 3/12/2020.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left femoral vein was attempted using a proglide device with a 7f sheath after an interventional electrophysiology procedure. Reportedly, the suture came out of the artery when removing the device. Hemostasis was achieved with a second device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.